Event description:
The wife of the pt called to report that the pt had an infusion set tubing that partially separated at the luer connection. The wife stated that the pt looked down and saw that the outer tubing was separated, but the inner tubing was still intact. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.